Manufacturer narrative:
Additional information: b5, d10, e1(prefix, last name, phone number), e4(email), g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired, with staple pushers found to be flushed with the cartridge. The clamping mechanism was deformed. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding and was applied to test media with clean media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of a deformed clamping mechanism and staple pushers found to be flushed with the cartridge that has no relationship to the reported condition. Replication of the deformed clamping mechanism and flushed staple pushers may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. It was also reported that the nurse found out that the staples of the reload has already revealed. The surgeon then used another device reload to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. The nurse found out that the staples of the reload has already revealed. The surgeon then used another device reload to resolve the issue in order to complete the case. There was no patient injury.